Event description:
The customer reported to olympus that the colonovideoscope experienced air/water supply failure during diagnostic procedure. There were no reports of patient or user harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable event was found: foreign object inside the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, in addition to the reported in b5, the device evaluation found the following: due to clogging of the nozzle the air supply volume does not meet the standard value, due to clogging of the nozzle the water supply volume does not meet the standard value, due to wear of the angle wire the bending angle was in the up direction and does not meet the standard value, scope cover had a scratch, protector of universal cord on suction connector side had a scratch, paint on suction cylinder was peeled, forceps elevator lever had a scratch, forceps elevator knob had a scratch, right/left knob had a scratch, upward/downward angulation control knob had a scratch, image guide protector had a scratch, flexibility adjustment ring had a scratch, switch box had a scratch, plastic distal end cover had a scratch, switch 4 had wear, suction connector had a scratch, universal cord had a scratch, grip had a scratch, suction cylinder was shaved, control unit had discoloration, control unit had a scratch, electrical connector had discoloration due to water leakage, due to clogging of nozzle, water removal ability does not meet the standard value, adhesive on bending section cover had a chip, an abnormal sound is made due to damage on upward/downward angulation control knob, due to wear of angle wire, the play of upward/downward angulation control knob was out of the standard value, switch 1 had a scratch, and the connecting tube has a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. The customer cleaned, disinfected, and sterilized the distal end of the device before sending it to olympus. The customer flushed the air/water nozzle with water and air. The customer flushed the air/water nozzle / channel with the detergent solution.

Manufacturer narrative:
H10: per the information obtained from the customer, the reprocessing status was unable to be confirmed. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the nozzle could not be identified. The suggested event is detectable by handling the device in accordance with the following section of the instructions for use: - IFU states that detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. - IFU states that preventive measure in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.